Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented for a follow-up, episodes of atrial noise reversion and at/af due to noise on the atrial channel were observed. The noise was reproducible with pocket manipulation. The patient was asymptomatic after the event. Further testing was recommended. No further information is available at this time.